Event description:
An infusion pump failed battery discharge test during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.